Event description:
The customer reported via phone call experiencing high blood glucose levels and that the reservoir had an air bubble anomaly. The customer's blood glucose was 306 mg/dl. She reported feeling nervous and anxious for the last week as symptoms of high blood glucose. She stated that the high blood glucose had started the day prior to the call in the 200 mg/dl range. She saw one little bubble in the infusion set and/or reservoir that was about a sixteenth of an inch in size, declining to purge the bubble. She was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime with the current set. She reported that insulin exited at the quick release. She was unable to do the high pressure test due to lack of tubing clamps, which she was advised would be sent. She stated that she had changed the set 45 minutes prior to calling. Her blood glucose had been 285 mg/dl before the set change and 342 mg/dl afterward. She treated with manual injection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.